Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet which resulted in the pump shutting down. Customer's blood glucose was 191 mg/dl. The customer continued using the pump for insulin therapy.